Event description:
Patient underwent uncomplicated insertion of the pleurx catheter. Three days later the patient had chemotherapy. One day after the chemo the patient had severe blanching erythema at both sites leading to purulent dermatitis, that was confirmed by skin biopsy. Catheter removed and was cultured. Culture was negative. The following additional information was obtained on (B)(6) 2012: thoracic surgeon, had two very similar adverse events consecutively in different patients. Both patients had mpe, pleurx placed without incidence, they started chemotherapy shortly afterwards. After about 3 days they developed severe erythema which progressed to sloughing of the skin, requiring removal and one patient had to be transferred to the burn unit, the skin maceration was so severe. Although, the drainage was purulent, it cultured negative. Both patients do not have messothelioma, both patients began the same chemo regimen. One patient was not able to restart chemo. Customer feels it clearly is not related to the dressing, it began at the access site and progressed from there.

Manufacturer narrative:
(B)(4): additional information received from medical affairs clinical consultant: following the incident the sales representative indicated that he followed up with physician in (B)(6) and he observed a case with the physician, noting that her practice is to make an extremely long tunnel, >10cm, which would probably put the fenestrations inside the subcutaneous tissue. That could explain the severe cellulitis, particularly if the patient was receiving chemotherapy. The pleural fluid and chemotherapy by-products could be in direct contact with the subcutaneous tissue. The sales representative explained this to the physician, advising her to shorten the tunnel site according to the product's instructions for use for placement, which she did. The sales representative then followed up with the physician in (B)(6) and she reported subsequent placements without further incidences. Carefusion conducted a thorough review of the instructions for use (IFU) provided with the product. The review found that the IFU is robust enough and directs the user of the product on the proper technique and proper depth for the placement of the catheter.

Manufacturer narrative:
(B)(4). A complaint sample was not available for evaluation. Therefore the reported condition could not be confirmed and a rootcause could not be determined. The lot number was not provided, therefore a device history record review was not able to be performed. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness. Report 1 of 2.